Event description:
It was initially reported by the patient's mother that the patient had seven seizures last night and this was an unusual amount of seizures. The mother felt that the seizures seemed more severe. The patient was also vomiting a lot. The physician did not feel this was vns related but he was going to schedule the patient for a follow up visit. Good faith attempts to obtain additional information has been unsuccessful till date.